Event description:
It was reported that when the arterial cannual was opened, dr. (B)(6) noted a gelatinous white substance on the inner lumen of the cannula & had to open another..

Manufacturer narrative:
Device was not saved by the hospital. A product evaluation could not be performed because the product was not saved by the customer. Current investigation does not indicate a manufacturing defect or a trend therefore no CAPA will be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.